Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges, "after placing the tube into the patient the balloon deinflated". Alleged malfunction reported during use. No report of harm or injury to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A sample was returned for evaluation. A visual exam was performed and it was observed that the connector tube was cut off the sample. No leakage was detected with the clear and blue cuff during inflation testing. Based on the investigation performed, the reported complaint could not be confirmed. There were no inflation or deflation issues found with the returned device.

Event description:
Customer complaint alleges, "after placing the tube into the patient the balloon deinflated". Alleged malfunction reported during use. No report of harm or injury to the patient. Patient condition reported as "fine".